Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 413 mg/dl - "high"; specific value not provided. Cause of bg was unknown. Customer administered a manual injection prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ICU, which reportedly resolved the issue. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ICU. Customer declined follow up to obtain additional information.